Event description:
Refer to MDR #1219856-2007-0010 for the first event involving this patient. It was reported, while in the gynecology department, md inserted the second iab sheathless. The iab was connected to a pump. Approximately 2 hrs after insertion, the pump alarmed helium loss and blood was visible in the helium line. As a result, the iab was removed "problem free." The patient was deemed stable and another iab was not inserted. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.